Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in pain from their stimulation but could not find or never received their controller. Additional information received reported that the patient's leads had migrated which caused the patient to shake and was hardly able to walk. The patient was unable to move their tongue and was having trouble walking since their procedure.